Event description:
Patient had an l2 vertebral compression fracture post-op. Patient complained of worsening lower back pain 2 weeks post-op and received an MRI. Intracept procedure was performed on l2/l3. Physician may move forward with vertebroplasty or kyphoplasty.